Event description:
On (B)(6), 2011 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter fell onto the floor and was cracked/broken in several pieces. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately 2 months ago prior to contacting lfs. As part of the patient's diabetes regimen, he indicated he is on oral medication with diet and/or exercise. Despite the alleged issue, the patient indicated he continued taking his oral dose of medication (type and dose not specified ) 3 times daily. Approximately 1 ½ weeks later, the patient reported he became dizzy, nervous, and sweaty. In spite of his symptoms, the patient stated he did not require medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter and the meter was not misused. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k053529.